Manufacturer narrative:
Inratio precision data provided by end-user lot: 070472. First test inr = 5.2, second test inr = 1.7; mean = 3.45; sd = 2.47; %cv = 71.1. First test inr = 3.7, second test inr = 2.5; mean = 3.1; sd = 0.85; %cv = 27.4. The %cv is greater than 20% for both data sets. Per internal procedure, tr 0150, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.2, second test inr = 1.7. First test inr = 3.7, second test inr = 2.5.